Event description:
The customer reported that the system shut down without command. There is no report of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated and the hard drive cleared of old data during the service call. The system was found to be working as intended and put back into service.